Event description:
Caller states patient tested 4.4 inr and 2.6 inr on coaguchek xs system 1 and 2.5 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.